Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a premature battery depletion error. Additional information is being requested from the field. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to: removed device code for premature battery depletion. Added ai to complaint summary to include that the original reported premature battery depletion (pbd) should have been pd (patient data).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a premature battery depletion error. Additional information is being requested from the field. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient went into the clinic and upon evaluation an additional red screen was observed with a patient data (pd) error. The previous error was not premature battery depletion but was a pd error as well. Technical services (ts) walked the health care professional (hcp) through manual setup and entering in patient and implant information. The hcp saved the data. This s-ICD remains in service.